Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a follow-up visit about two months after the implant procedure, the left ventricular (lv) lead was noted to not be capturing. No lv threshold had been measured since implant, but the impedance was steady and the physician elected to not reprogram the lv output. It was noted that because of no capture, the patient is not receiving bi-ventricular pacing therapy. The lead remains in use. No patient complications have been reported as a result of this event.